Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ii meter had a broken battery contact. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient claims then reported issue began on approximately two weeks earlier. She also described developing symptom of dizziness. The patient alleged that the symptoms occurred after the onset of the reported issue. She proceeded to go to her neighbor's home to test. A result of 532 mg/dl was obtained on the neighbor's meter. She contacted emergency services to be taken to the hospital. The patient was in a hurry and was unable to provide any further details to the customer care advocate. It would have been helpful to know when the reported issue occurred, cause of the broken battery contacts, if the patient attempted to test after the battery casing broke, usual testing frequency, medication regimen, when she developed dizziness in relation to the reported issue, if she was aware of her blood glucose based on her symptom, if the paramedics were contacted, results obtained/treatment by the paramedics, results obtained/treatment at the hospital, and diagnosis. Replacement products were sent to the patient. Although significant information was no provided, this complaint is being reported due to the following conclusion: the patient alleged she became dizzy and was found to be hyperglycemic after the onset of the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.